Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they removed sensor and the cannula was not there. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The sensor will not be returned for analysis.